Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument auto-fired and the patient's bowel was burned. During the event, the surgical staff was using a valleylab force fx electrosurgical unit (esu). According to the initial reporter, the instrument cord was plugged into the correct port. On (B)(6) 2014, an intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site. A circulating nurse informed the fse that the surgical staff corrected the issue by disconnecting and reconnecting all the cables during the surgical procedure. According to the circulating nurse, the surgical staff continued with the surgical procedure with the same setup and no instruments or equipment were replaced. The surgical procedure was completed with no further issues reported. The fse tested the da vinci surgical system and no trouble was found. On (B)(6) 2014, isi contacted the initial reporter of this complaint. The initial reporter indicated that she spoke to the surgeon and was informed that the event occurred while he was retracting bowel tissue with the fenestrated bipolar instrument. At the time the event occurred, the surgical staff and surgeon noticed smoke appearing in the surgical field and the esu sounded as though energy was being generated. However, the surgeon informed the initial reporter that he was not pressing the foot pedal at the time. After the event occurred, the surgical staff claimed that the fenestrated bipolar instrument had burned a hole that was less than ½ cm in length. The bowel injury was repaired successfully by the surgeon using sutures. No post-operative complications have been reported. The initial reporter verified that the surgical staff disconnected and reconnected the cable connected to the fenestrated bipolar forceps instrument. She also stated that the surgeon continued to use the instrument during the remainder of the procedure and no further issues were reported.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the customer reported failure mode or the patient's bowel injury. The instrument has not been returned for evaluation. Isi has contacted the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of 02/24/2014. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, the surgical staff claimed that the fenestrated bipolar forceps instrument auto-fired and the patient's bowel was injured.